Event description:
Received report from the surgeon who provided the following information: the pt had an uneventful lap-band system surgery. The pt elected to stay in the hosp for three days post operatively. Also noted that the pt was reluctant to walk after surgery and once discharged home did not want to move around. On post op day six, the dr was contacted by the family because the pt was restless, agitated, and throwing up. The surgeon called for an ambulance. In route to the hosp, the pt stopped breathing and CPR was initiated. The pt expired in the emergency room the same morning. The dr suspects a pulmonary embolism but also noted it could be a hidden gastric leak. At this time, the dr does not feel the death is related to the device. Additional info from the dr indicates cause of death was peritonitis. Per dr, the autopsy did not specify the cause of the peritonitis.

Manufacturer narrative:
Taper ii. The product associated with this report has not yet been returned. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Deah and infection are known surgical/physiological complications, and analysis of device generally does not assist allergan in determining a probable cause for these events. A copy of the autopsy report was requested; but at this time, it has not been provided to allergan. When/if this report is made available to allergan, a follow up medwatch will be submitted to FDA. Death and infection are both addressed in the product labeling as follows: caution: do not push the tip of any instrument against the stomach wall or use excessive electrocautery. Stomach perforation or damage may result. Stomach perforation may result in peritonitis and death. "Infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated."